Event description:
During preparation for use for cardiopulmonary bypass, the level alert sensor alarmed for no apparent reason, causing the roller pump to stop. There were no adverse consequences to the patient as a result of this event.